Event description:
It was reported that the 9800 system displayed a pre-charge error. The system was not able to be used.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep found the battery packs to be shorted. Replaced battery pack. System functions as intended.